Manufacturer narrative:
Pump passed the displacement. Pump received with broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damage at reservoir chamber. The customer's blood glucose value was between 100 mg/dl to 150 mg/dl. Customer reported damage to the insulin pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.